Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Additionally, the cine images received were reviewed; however, there were no images of pre-deployment stent positioning or images of deployment with the balloon inflation. A review of received cine images concluded that the images given are not consistent with misalignment or movement of the stent on the balloon. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after performing pre-dilatation, and after prepping a 4.0x18 xience v rx stent delivery system (sds) per the instructions for use, the sds was advanced without resistance and deployed in a non-calcified lesion in the non-tortuous mid left anterior descending (lad) coronary artery. The xience v rx was then withdrawn without resistance and routine stent post-dilatation was performed. Post-procedure, during a review of the procedural films, it was noted that the balloon had appeared to shift forward while the stent appeared to have been shifted proximally during inflation to deploy the stent, resulting in stent deployment slightly proximal to the intended site; it was felt that the stent was loose on the balloon. There were no other issues during the procedure. While the procedural results were not optimal, the lesion was 90% covered and no part of the stent was deployed in healthy tissue; it was felt by the physician that no additional stent was required, thus, no intervention was administered as the lesion was considered to be treated. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.